Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on the left lead. As a result, surgical intervention may be undertaken to address the issue.